Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per review of work order evaluation, during the decontamination, the arctic sun device failed to fill the reservoir. Troubleshooting confirmed a faulty circulation pump. Replacing it with an in-house spare resolved the issue and restored filling functionality.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Confirmed that the unit did not fill appropriately during decon. Circulation pump was replaced. Pm performed. The mixing pump, heater and both drain valves were replaced. The manifold o ring was replaced. Chiller pump o ring was replaced due to torn. Molded tube was replaced due to damage during disassembly. Double bend tubing and l tube attached to the chiller was replaced. The control panel coin cell was replaced due to aged. The device passed all testing protocols and is now ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labeling and IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision will be reviewed for this investigation. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h: UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per review of work order evaluation, during the decontamination, the arctic sun device failed to fill the reservoir. Troubleshooting confirmed a faulty circulation pump. Replacing it with an in house spare resolved the issue and restored filling functionality.